Manufacturer narrative:
The device was evaluated, and the reported issue of the e216 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. An additional reportable issue of a blacked-out display screen during angulation was found with an abrasion on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope displayed error code e216 (scope communication). No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged couped device (ccd) unit was broken while the user was handling the device which led to temporary displayed error message. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.